Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to non-auditory stimulation and pain with device use. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on april 3, 2024.